Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the charger exhibited a flash memory failure at flash components u102 and u105 on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar flash memory failures modes. Root cause of the defective power supply could not be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem resets.